Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation although it was requested. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. An instrument log review was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 14 uses remaining after the last use. The instrument has a maximum of 15 lives. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the large suturecut needle driver instrument broke and fragments fell inside the patient's anatomy. The fragments were retrieved during the same procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR field information: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter. Submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the large suturecut needle driver instrument broke and fragments fell inside the patient. The broken pieces were retrieved during the same procedure, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.